Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable cardiac troponin t results on their cobas h232 meter, serial number (B)(4). The h232 meter is not sold in the united states. The customer stated that in the past week, they received more than the usual number of results of 50-100 ng/l, and the results had always been the same when repeated with another test strip lot. The customer then provided data for three patients with discrepant cardiac troponin t results. The first patient had an initial cardiac troponin t result from the h232 of 50-100 ng/l. When the sample was repeated with the same test strip lot, the result was <50 ng/l. The second patient had an initial cardiac troponin t result from the h232 of 50-100 ng/l. When the sample was repeated with the same test strip lot, the result was <50 ng/l. On (B)(6) 2014, the third patient had an initial cardiac troponin t result from the h232 of 50-100 ng/l. When the sample was repeated with the same test strip lot, the result was <50 ng/l. Information on whether the patients were adversely affected was requested but not provided. An investigation was conducted on cardiac troponin t test strips from retention lot numbers 28165110 and 28165710 on a qualified h232 meter. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
The customer returned the h232 with serial number (B)(4) and one box of cardiac t test strips from lot 28165715 containing seven unused test strips. The test strips were tested on the returned meter and a qualified meter. The results of all the measurements fulfilled the requirements.